Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part , dirt has entered the inside of the lens through the gap. In addition, service noted the rl (right/left) angle fixing knob has come off due to external factor. Furthermore, the following findings during device evaluation were noted below: the curved tube found deformed due to external factors. Scratches on the insertion part, tip cover, operation part, tip body, switch box, insertion part, up/down knob, up/down knob angle fixing lever, grip, universal cord , operation part, scope connector due to external factors were found. The curved rubber adhesive found missing. Suction cylinder noted scraped. Universal cord is difficult to remove due to handling . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of lock lever comes off. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lighting lens is peeled off (there is a gap in the tip adhesive part, dirt has entered the inside of the lens through the gap).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.